Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient experienced left hamstring impingement approximately five months post-implantation and left hamstring snapping approximately eight months post-implantation.